Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture against left side device. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported rupture against left side device. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, underweight and broken shell. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported rupture against left side device. Device has been explanted and replaced with non-allergan device.